Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2014-05142. It was reported stimulation has not been providing the pt with pain relief. It was also reported the lead for off-label use has been causing a grabbing/pinching type of pain via stimulation. The pt is also experiencing pain at the lead site (for off-label use). As a result, the pt will receive injections. If the injections are unsuccessful the pt will undergo nerve ablation. Regardless, the pt will undergo surgical intervention in due time.